Event description:
Medical records state a patient had cataract surgery with intraocular lens (iol) implant on 2/19/1997 and a yag procedure on 5/19/1997 with one surgeon. She then referred herself to another surgeon. He and a retinal consultant surgeon performed a vitrectomy, indirect ophthalmoscopic laser, 200 spots, an iol explant and iol implant on 5/30/1997. It was reported that the haptic of the explanted iol had been visible posterior to the implant and felt to be bent prior to the 5/30/1997 surgery. The haptic was discovered to be loose and was totally separated from the proximal portion of the optic during the explant. Due to the position of the haptic in the vitreous base the surgeon felt it was best to leave the haptic in its position. The patient had follow-up visits with the surgeons. On her last reported visit on 1/25/1999 medical records state the patient's vision was 20/20 in her right eye, the anterior chamber reaction was 2+ cell. The anterior vitreous reaction was 1+ cell. The retina was totally attached and the haptic remains in a relatively stable position on the inferior pars plana.